Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Issue occurred with an old pump and customer was assisted by technical support with setting up new pump.